Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in the mid left anterior descending artery with 75% stenosis and was 14 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 x 16 mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011 the patient expired. No additional information is available at this time.